Manufacturer narrative:
Corrections are being made to previously submitted d4 - unique device identifier (UDI) #, d7a - single use device, g2 ¿ report source (health professional was listed in error on the initial report) and g4 - PMA/510(k) #. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor image quality that went completely dark for a moment. There were no reports of patient harm.